Event description:
Additional information received from the manufacturer¿s representative (rep) reported there was confusion of the serial number of the extension they reported the issue on. The rep confirmed the serial number of the explanted extension along with the one that remained implanted.

Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H10. Additional information received indicated the serial number of the extension involved in the event that was returned for analysis was (B)(6) and not (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 3387s-40; lot#: va1wn43; implanted: on (B)(6) 2020; product type: lead; product ID: 3708660; lot#serial#: (B)(6); implanted: on (B)(6) 2020; explanted: on (B)(6) 2020; product type: extension; product ID: 3708660; lot#serial#: (B)(6); product type: extension; product ID: 3708660; lot#serial#: (B)(6); product type: extension; h3: analysis of extension; serial#: (B)(6), found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va1wn43, implanted: (B)(6) 2020, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 11-sep-2021, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 24-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the health care provider (hcp) was implanting left lead, extension, and implantable neurostimulator (ins) all in same day. During intra-op testing after connecting lead to extension to ins, out of range impedances were detected on contact 0. Impedance was 22k then tested at 1ma, and dropped to 5k on monopolar, and all 3 bipolar configured for contact 0 still. Hcp changed the extension, and is being returned. Same results on impedance testing twice. Hcp was asked if he wanted to connect test cables, but he said he had confidence in the ins to not be the issue, and testing the lead would not change any further action to the lead at this time. He noted the impedance and closed. Upon later inspection, where the fellow connected the lead to the extension, it did seem to have a bend in the lead. He had a new fellow assisting him. Not sure if fellow put too much pressure at insertion or didn't hold firmly. Hcp confirmed that intra-op testing after initial lead placement showed normal impedances. Actions taken to resolve the issue is that they will not use contact 0 for programming. The hcp will recheck impedance at clinic visit too. Impedances were run again in recovery and they still showed the exact same results. Issue was reported resolved at time of report.